Manufacturer narrative:
Intuitive surgical, inc. (Isi) received two returned insufflators and performed failure analysis. The first insufflator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed onto the known good in-house system and the system did not trigger any issues or errors at startup. The unit was responsive. They installed a golden valid tube set and the insufflator was able to engage. The installed an invalid tube set and the unit triggered error message ¿invalid tube set¿ as well as light ring on the insufflator kept flashing yellow. They performed an insufflator functional test and the unit passed all tests. Nothing seemed to be wrong with it and there was no air leakage. From these findings, failure analysis could not determine the root cause of the issue. The second insufflator was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and the system did not trigger the error 2125 at startup. The unit was not responsive. From these findings, failure analysis could not determine the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the insufflator. Although the malfunction is linked to the device, the issue is unable to be traced more specifically. This issue is also captured in the clinical risk analysis, insufflator and tube sets (818555-07, rev s) via risk ID g5-sys-6153.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed the message, "insufflator not available 2025," on the insufflator screen. The fse attempted to restart the insufflator, but was unable to clear the error. The fse replaced the insufflator. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an insufflator error at power up. They had power cycled and they were getting the same insufflator error. They powered down and cycled the tower breaker, but they still got the a message stating, "error, insufflator cannot be used," at power up. The caller stated that they had an insufflator that they could use for the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed after switching to the backup insufflator without any injury or harm to the patient.